Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Patient's mother reset the receiver and it did not resolve the issue. Pediatric user is using an adult receiver. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).